Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, a reporter contacted animas alleging that the pump had no audio tones. This complaint is being reported because, the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 02-jan-2019 with the following findings: on investigation, the pump was returned to the manufacturer with all alarm/alert/warning/ error settings set to vibrate only. There was no damage or defect of the audio tone component inside the pump. Audible tone was tested and found to be fully operational without malfunction. Investigation did not duplicate the problem.